Event description:
It was reported that during a laparoscopic gastric sleeve procedure, a piece of the gasket fell into the abdomen. It was retrieved. It was a piece of the black seal. The event occurred near the end of the procedure, there was no need to open a new one. No impact to the patient. The trocar was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.